Event description:
It was reported that the patient experienced infusion set leakage at the site and pooling was observed. The patient also experienced some bruising, tremors, and slight dyskinesia. The cannula was inserted on the abdomen.

Manufacturer narrative:
MDR 8021545-2026-88133 / initial 1 of 2. E1: name: (B)(6). Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 8021545.